Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to meticillin-sensitive staphyloccocus aureus (mssa) with vegetations. The patient had an impella heart pump in place prior to the procedure. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a 16f spectranetics glidelight laser sheath and a spectranetics visisheath dilator sheath, progress was smooth through the subclavian and innominate regions. As the glidelight made the turn through the superior vena cava (svc), the catheter kinked, but pulling back and re-inserting removed the kink and allowed advancement through the svc without laser activation. Lasing occurred through the right atrium (ra) and rv, and the catheter was advanced near the lead tip, with countertraction held on the lead. A growing pericardial effusion was noted via transesophageal echocardiography (tee). The patient's blood pressure did not change, and it was presumed there was injury to the rv. Rescue efforts began, including rescue balloon and pericardiocentesis; however, the effusion continued to grow. A thoracotomy window was performed, but no injury was detected in the lower heart. To prevent dislodging the impella heart pump, it was determined that a sternotomy was needed. When the rescue balloon was deflated post-sternotomy, a perforation was discovered in the svc, and the patient was placed on bypass. The glidelight remained in place throughout the rescue efforts, and prior to repair of the perforation, countertraction was applied, achieving successful extraction of the lead. The glidelight and lead were removed. The perforation was then repaired with use of a patch, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention.

Manufacturer narrative:
A4): patient's weight unk d4): device serial number unk h3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.